Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic surgery the device has started to smolder at the light source. There was no harm for patient, operator or third party. The surgery was finished successfully without the device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. (Contamination) this evaluation determined that the reported event most likely occurred due to contamination on the face of the light engine led.